Event description:
It was reported by service report that the side rail compression spring was missing, causing side rail to potentially not latch up in the raised position. No pt involvement or adverse consequences are reported.